Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing loss of stimulation and was having high impedances. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The impedance measurements were observed and showed to be high for several contacts. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing loss of stimulation and was having high impedances. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The impedance measurements were observed and showed to be high for several contacts. The patient will undergo an explant procedure.